Event description:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 23-aug-2013. The most recent information was received on 14-dec-2018. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("doctor could not see or locate coils during ultrasound"), kidney fibrosis ("scarring on the kidneys") and ovarian neoplasm ("tumor in ovary; left side") in a (B)(6) year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2 (((B)(6) 2009, (B)(6) 2004)) and ankle operation. Concurrent conditions included obesity, dermoid cyst, nonsmoker and lumbar disc herniation. Concomitant products included naproxen since (B)(6) 2012 and procet (acetaminophen w/hydrocodone) for pain as well as fentanyl citrate since (B)(6) 2012, hydrochlorothiazide since 2015, hydrocodone bitartrate;paracetamol (norco), loratadine since 2015 and medroxyprogesterone acetate (depo provera) since (B)(6) 2012. In (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced back pain ("lower back pain"), nausea, alopecia ("hair loss"), arthralgia ("joint pain"), ovarian cyst ("left ovary cyst"), dysgeusia ("metal taste in mouth"), menorrhagia ("abnormal bleeding (menorrhagia)/heavy menstrual cycles"), vaginal haemorrhage ("abnormal vaginal bleeding"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)/painful menstrual cycles"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue and cystitis ("bladder infections") and was found to have weight increased ("weight gain"). In 2014, the patient experienced urticaria ("hives") and rash ("rash"). In 2016, the patient experienced kidney fibrosis (seriousness criterion medically significant) and was found to have ovarian neoplasm (seriousness criterion medically significant) with adnexa uteri pain and renal neoplasm ("tumors on the kidneys"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain and ovarian calcification ("calcification on left ovary"). The patient was treated with antibiotics and surgery (removal of tumors and salpingectomy (bilateral salpingectomy), diagnostic laparoscopy with lysis of adhesions). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, back pain, alopecia, arthralgia, ovarian cyst and dysgeusia had not resolved and the kidney fibrosis, ovarian neoplasm, nausea, menorrhagia, vaginal haemorrhage, urticaria, rash, female sexual dysfunction, bladder disorder, urinary tract disorder, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, cystitis, renal neoplasm and weight increased outcome was unknown. The reporter provided no causality assessment for nausea with essure. The reporter considered alopecia, arthralgia, back pain, bladder disorder, cystitis, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, kidney fibrosis, menorrhagia, ovarian calcification, ovarian cyst, ovarian neoplasm, rash, renal neoplasm, tooth disorder, urinary tract disorder, urticaria, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she was not planning for essure removal. Current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. Quality-safety evaluation of ptc: final assessment. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Further company follow-up with the regulatory authority is not possible. Amendment: the report was amended on 03-jan-2019 for the following reason: intervention required ticked. No new follow-up information was received from the reporter. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-0277) on (B)(6) 2013. The most recent information was received on 20-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('doctor could not see or locate coils during ultrasound') in a 28-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2 (((B)(6) 2009, (B)(6) 2004)) and ankle operation. Concurrent conditions included obesity, dermoid cyst, nonsmoker and lumbar disc herniation. Concomitant products included hydrocodone;paracetamol (acetaminophen;hydrocodone) and naproxen since (B)(6) 2012 for pain as well as fentanyl citrate since (B)(6) 2012, hydrochlorothiazide since 2015, hydrocodone bitartrate;paracetamol (norco), loratadine since 2015 and medroxyprogesterone acetate (depo provera) since (B)(6) 2012. In (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced back pain ("lower back pain"), nausea ("nausea"), alopecia ("hair loss"), arthralgia ("joint pain"), ovarian cyst ("left ovary cyst"), dysgeusia ("metal taste in mouth"), menorrhagia ("abnormal bleeding (menorrhagia)/ heavy menstrual cycles"), vaginal haemorrhage ("abnormal vaginal bleeding"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)/painful menstrual cycles"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and cystitis ("bladder infections") and was found to have weight increased ("weight gain"). In 2014, the patient experienced urticaria ("hives") and rash ("rash"). In 2016, the patient experienced kidney fibrosis ("scarring on the kidneys") and was found to have ovarian neoplasm ("tumor in ovary; left side") with adnexa uteri pain and renal neoplasm ("tumors on the kidneys"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain, ovarian calcification ("calcification on left ovary") and vitamin d deficiency ("vitamin d deficiency"). The patient was treated with antibiotics and surgery (removal of tumors and salpingectomy (bilateral salpingectomy), diagnostic laparoscopy with lysis of adhesions). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, back pain, alopecia, arthralgia, ovarian cyst and dysgeusia had not resolved and the kidney fibrosis, ovarian neoplasm, nausea, menorrhagia, vaginal haemorrhage, urticaria, rash, female sexual dysfunction, bladder disorder, urinary tract disorder, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, cystitis, renal neoplasm, weight increased and vitamin d deficiency outcome was unknown. The reporter provided no causality assessment for nausea with essure. The reporter considered alopecia, arthralgia, back pain, bladder disorder, cystitis, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, kidney fibrosis, menorrhagia, ovarian calcification, ovarian cyst, ovarian neoplasm, rash, renal neoplasm, tooth disorder, urinary tract disorder, urticaria, vaginal haemorrhage, vitamin d deficiency and weight increased to be related to essure. The reporter commented: she was not planning for essure removal. Current weight 240 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. Concerning the injuries reported in this case the following events are reported via social media- vitamin d deficiency quality-safety evaluation of ptc: final assessment since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2020: new event added- vitamin d deficiency. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('doctor could not see or locate coils during ultrasound') in a 28-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2 (B)(6) 2009, (B)(6) 2004 and ankle operation. Concurrent conditions included obesity, dermoid cyst, nonsmoker and lumbar disc herniation. Concomitant products included hydrocodone;paracetamol (acetaminophen;hydrocodone) and naproxen since (B)(6) 2012 for pain as well as fentanyl citrate since (B)(6) 2012, hydrochlorothiazide since 2015, hydrocodone bitartrate;paracetamol (norco), loratadine since 2015 and medroxyprogesterone acetate (depo provera) since (B)(6) 2012. In (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced back pain ("lower back pain"), nausea ("nausea"), alopecia ("hair loss"), arthralgia ("joint pain"), ovarian cyst ("left ovary cyst"), dysgeusia ("metal taste in mouth"), menorrhagia ("abnormal bleeding (menorrhagia)/ heavy menstrual cycles"), vaginal haemorrhage ("abnormal vaginal bleeding"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)/painful menstrual cycles"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and cystitis ("bladder infections") and was found to have weight increased ("weight gain"). In 2014, the patient experienced urticaria ("hives") and rash ("rash"). In 2016, the patient experienced kidney fibrosis ("scarring on the kidneys") and was found to have ovarian neoplasm ("tumor in ovary; left side") with adnexa uteri pain and renal neoplasm ("tumors on the kidneys"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain, ovarian calcification ("calcification on left ovary"), vitamin d deficiency ("vitamin d deficiency") and menstruation delayed ("a week late on her period/all the time"). The patient was treated with antibiotics and surgery (removal of tumors and salpingectomy (bilateral salpingectomy), diagnostic laparoscopy with lysis of adhesions). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, back pain, alopecia, arthralgia, ovarian cyst and dysgeusia had not resolved and the kidney fibrosis, ovarian neoplasm, nausea, menorrhagia, vaginal haemorrhage, urticaria, rash, female sexual dysfunction, bladder disorder, urinary tract disorder, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, cystitis, renal neoplasm, weight increased, vitamin d deficiency and menstruation delayed outcome was unknown. The reporter provided no causality assessment for nausea with essure. The reporter considered alopecia, arthralgia, back pain, bladder disorder, cystitis, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, kidney fibrosis, menorrhagia, menstruation delayed, ovarian calcification, ovarian cyst, ovarian neoplasm, rash, renal neoplasm, tooth disorder, urinary tract disorder, urticaria, vaginal haemorrhage, vitamin d deficiency and weight increased to be related to essure. The reporter commented: she was not planning for essure removal. Current weight 240 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. Concerning the injuries reported in this case the following events are reported via social media- vitamin d deficiency, menstruation delayed. Quality-safety evaluation of ptc: unable to confirm complaint . Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 27-apr-2020: update of quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('doctor could not see or locate coils during ultrasound') in a 28-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2 (((B)(6) 2009, (B)(6) 2004)) and ankle operation. Concurrent conditions included obesity, dermoid cyst, nonsmoker and lumbar disc herniation. Concomitant products included hydrocodone;paracetamol (acetaminophen;hydrocodone) and naproxen since (B)(6) 2012 for pain as well as fentanyl citrate since (B)(6) 2012, hydrochlorothiazide since 2015, hydrocodone bitartrate;paracetamol (norco), loratadine since 2015 and medroxyprogesterone acetate (depo provera) since 1-dec-2012. In (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced back pain ("lower back pain"), nausea ("nausea"), alopecia ("hair loss"), arthralgia ("joint pain"), ovarian cyst ("left ovary cyst"), dysgeusia ("metal taste in mouth"), menorrhagia ("abnormal bleeding (menorrhagia)/ heavy menstrual cycles"), vaginal haemorrhage ("abnormal vaginal bleeding"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)/painful menstrual cycles"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and cystitis ("bladder infections") and was found to have weight increased ("weight gain"). In 2014, the patient experienced urticaria ("hives") and rash ("rash"). In 2016, the patient experienced kidney fibrosis ("scarring on the kidneys") and was found to have ovarian neoplasm ("tumor in ovary; left side") with adnexa uteri pain and renal neoplasm ("tumors on the kidneys"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain, ovarian calcification ("calcification on left ovary"), vitamin d deficiency ("vitamin d deficiency") and menstruation delayed ("a week late on her period/all the time"). The patient was treated with antibiotics and surgery (removal of tumors and salpingectomy (bilateral salpingectomy), diagnostic laparoscopy with lysis of adhesions). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, back pain, alopecia, arthralgia, ovarian cyst and dysgeusia had not resolved and the kidney fibrosis, ovarian neoplasm, nausea, menorrhagia, vaginal haemorrhage, urticaria, rash, female sexual dysfunction, bladder disorder, urinary tract disorder, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, cystitis, renal neoplasm, weight increased, vitamin d deficiency and menstruation delayed outcome was unknown. The reporter provided no causality assessment for nausea with essure. The reporter considered alopecia, arthralgia, back pain, bladder disorder, cystitis, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, kidney fibrosis, menorrhagia, menstruation delayed, ovarian calcification, ovarian cyst, ovarian neoplasm, rash, renal neoplasm, tooth disorder, urinary tract disorder, urticaria, vaginal haemorrhage, vitamin d deficiency and weight increased to be related to essure. The reporter commented: she was not planning for essure removal. Current weight 240 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. Concerning the injuries reported in this case the following events are reported via social media- vitamin d deficiency, menstruation delayed. Quality-safety evaluation of ptc: final assessment since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media content received: reporter added. Event : a week late on her period/all the time. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.